Manufacturer narrative:
Film evaluation summary; the exact cause of the bifurcate aortic body appearing completely bifurcated from the flow divider to the top of the fabric could not be determined from the films provided. However, it appears likely that the bifurcate experienced radial infolding during deployment. Images during deployment of the bifurcate were not seen; however, based on the information currently provided it appears most likely that the cause of the infolding was due to stent graft diameter oversizing; implanting a 36mm bifurcate into the 19 ¿ 18mm diameter thrombus filled aortic neck. Pre-implant CT¿s from 16 months prior to implant were non-contrast; therefore, any potential vessel thrombus could not be assessed. The aortic proximal neck diameter ranged from 25 ¿ 26 ¿ 27mm along the 20mm length neck. Returned MRI¿s with contrast 2-months prior to implant revealed that the abdominal aorta contained significant thrombus; the aortic flow lumen diameter along the 2cm length ranged from 19 ¿ 18mm. Review of angiograms during implant revealed that prior to implant the flow lumen diameter just below the lowest right renal artery measured ~21mm; lt-rt. After implanting the bifurcate, contrast injection showed what appeared to be two (2) separate flow lumens within the aortic body, with an apparent lack of contrast seen along the mid-length. In addition, an infolded stent appearance (malformed stents) were seen running lengthwise along the bifurcate centerline, from the proximal markers extending to the just above the flow divider. The four (4) proximal markers appeared non-planer, and the suprarenal stent apex near the centerline also appeared malformed as compared to the other ¿normal¿ appearing suprarenal stents, which are all additional indications of likely stent graft radial infolding. Pending expected return of post-implant CT¿s to help confirm the cause of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 53mm diameter abdominal aortic aneurysm. The patients neck diameter ranged from 17mm - 19.3mm. During the index procedure, it was reported that the stent graft appeared to be bifurcated from the top of the fabric. When the physician attempted to get a wire through to go over the stent graft¿s normal bifurcation they found they were unable to do so as the graft was not bifurcated at the flow divider marker and instead was bifurcated at the top of the stent graft material where the suprarenal stent is attached to the top of the stent graft. As per the physician, the cause of the event could not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional code added after investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: review of CT¿s and 3d-recon from 1 month post-implant reveled that the patient¿s aaa measured 54mm in diameter. Irregular thrombus was observed within the aorta between the level of the celiac artery and sma, and the endurant bifurcate was positioned just below the lowest right renal artery. Beginning at the proximal graft margin the bifurcate was radially infolded at the posterior-right side of the aorta; thereby, creating two flow channels. The radially infolding measured ~18mm maximum, and continued distally to the level of the bifurcate flow divider. The stent graft od at the top of the suprarenal stents measured 26mm, at the proximal graft margin was 26mm, and 10mm distal to the proximal graft edge was 27mm in diameter. No clear type I endoleak was observed; it appeared that the proximal end of the bifurcate was sealing on thrombus at the radially infolded area. The ipsi limb channel on the postero-left side of the infolded bifurcate, crossed on the posterior side of the contra limb and was positioned within the distal portion of the right common iliac artery. The contra limb channel was within the anterior-right side of the infolded aortic body, was positioned anterior to the ipsi limb at the level of the gate, and extended distally into the distal portion of the left common iliac artery. Lumen reduction and possible thrombus formation was observed along the ID of the infolded bifurcate along both flow lumen channels, with a minimum flow lumen diameter of ~8mm, and slight thrombus was also visualized within the proximal sections of both iliac limbs. No thrombus was seen distal to the stent graft limbs; bilaterally. The cause of the bifurcate aortic body appearing completely bifurcated from the flow divider to the top of the fabric was due to radial infolding occurring during deployment of the bifurcate. Review of CT¿s and 3d-recon from 1 month post-implant confirmed that beginning at the proximal graft margin the bifurcate was radially infolded at the posterior-right side of the aorta; thereby, creating two flow channels. The radially infolding measured ~18mm maximum, and continued distally to the level of the bifurcate flow divider. The bifurcate od ranged from 26 ¿ 27mm. No clear type I endoleak was observed; it appeared that the proximal end of the bifurcate was sealing on thrombus at the radially infolded area. From the films provided it appears most likely that the cause of the infolding was due to stent graft diameter oversizing; implanting a 36mm bifurcate into the 19 ¿ 18mm diameter thrombus filled aortic neck. If information is provided in the future, a supplemental report will be issued.